Event description:
Additional information received reported the patient¿s lead was not replaced and no troubleshooting, intervention, or other actions were taken. The patient had effective therapy with the intact lead.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v947057, implanted: (B)(6) 2012, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3387s-40, lot# v966673, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that lead damaged occurred during a replacement of an extension, when the surgeon pulled on the extension before loosening the connection to the lead. The surgeon had pulled on the lead and damaged it. The lead remained implanted. The lead will be replaced in the future. The issue was not resolved and the cause was determined. It was unknown if the patient symptoms were worse after the procedure. The patient was alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.